Manufacturer narrative:
The insulin pump passed the self test and displacement test. No big gap on the top of the screen, missing display or partial display noted. Pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display and pump was dropped and there's some missing segments off the screen. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.